Event description:
It was reported that the procedure was to treat a lesion in the diagonal. The balloon was advanced and dilated twice. When the device was removed, the shaft severed at the proximal end of the balloon. The balloon and the shaft, including the distal marker, remained in the pt in the diagonal. An additional procedure ws planned for the following monday in order to remove the shaft. However, the surgery was not performed. An intervention was attempted but it was unsuccessful. The device remained in the pt's diagonal branch.